Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation the device would not charge defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue was determined to be a faulty therapy pcb.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. After replacing the therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation the device would not charge defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.